Event description:
When the surgeon attempted to inflate the balloon on the v-care, she said she could feel it wasn't inflating. When they checked it, a hole was found. Another small v-care was opened and used without incident.